Event description:
It was reported that, prior to the procedure, the device displayed error code 58: (self-test process failure (one of the tests completed with a fail status)) and the message change footswitch. The procedure could not be completed due to this event. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Upon investigation of the console, replacement of the footswitch was recommended to resolve the anomaly. The malfunction found could have affected the device performance leading to the event experienced by the customer. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device - device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, prior to the procedure, the device displayed error code 58: (self test process failure (one of the tests completed with a fail status)), 145 (external indicator foot switch down on request for ready or during self test) and the message change footswitch. The procedure could not be completed due to this event. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.

Event description:
It was reported that, prior to the procedure, the device displayed error code 58: (self-test process failure (one of the tests completed with a fail status)), 145 (external indicator - foot switch down on request for ready or during self-test) and the message change footswitch. The procedure could not be completed due to this event. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.